Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device unexpectedly shutting down (inoperative) was confirmed. An internal inspection of the device was performed which revealed that the internal flow transducer (ift) cable was disconnected. Ventec properly seated the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device would unexpectedly shutdown. There was no patient involvement.